Manufacturer narrative:
Tracking #.48523. Device-b. Based upon the inquiry info rec'd, visual examination and functional test, of instruments (a), (b) and (c), it was confirmed that the reported incident occurred. The device were examined and would not arm as rec'd. The obturators handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported during a laparoscopic cholecystectomy when the tech tried to arm the 355ld, the orange button would not stay in the locked position. They opened three more 355ld's before they found a pair that worked. There was no consequence to patient.